Event description:
Patient's mother reported patient admitted last week to (B)(6) hospital, (B)(6) for seizures, discharged saturday (B)(6) 2021. Patient is on remodulin intravenous at 112 ng/kg/min, tadalafil 20 mg daily and letairis 5 mg daily, patient's mother reported ongoing problems with cadd cassettes with extra plastic on top causing no disposable clamp tubing pump alarms. Mother mixed cassette from back up and resolved. No further details provided.